Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:157444, lot number: 588790, brand name: m2a magnum head; catalog number: 11-104109, lot number: 397650, brand name: mallory head femoral stem; catalog number: 139256, lot number: 806450, brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02796. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure on due to failed right hip arthroplasty. Workup for metal ions showed elevated metal ions in the blood. The patient had anterior pain radiating into the thigh, thereby affecting rom and mobility. Brownish fluid was present in the wound. Only the head was revised to a dual articulating construct with a cocr head. A complete synovectomy was performed. Patient tolerated the procedure well. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient was revised due to elevated metal ion levels, pain, and limited mobility and range of motion approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable.